Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 137 mg/dl. The customer stated that the down arrow button did not respond when pressing it. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer insulin pump is oow and not being use. The customer reported via phone call that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. The customer was advised that this is normal behaviour and to install a new battery. The customer advised that while troubleshooting he mentioned that the down arrow button was not responding.